Event description:
It was reported that the system had communication and x-ray disabled errors. These errors will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested, found to be working as intended and put back into service.